Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 6 years post implantation due to swelling and difficulty with ambulating. The patient was found to have an implant fracture. Patient fell within year of the revision. Symptoms worsened in this timeframe. Cause of falls are not noted but may be considered a contributing factor to the implant fracture, swelling, and need for ambulatory aid. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as zb product was not involved in the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as zb product was not involved in the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial tray. Unknown tibial bearing. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately six years post implantation due to bending of the implant. Attempts have been made and additional information on the reported event is unavailable at this time.